Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device alarmed error code 46446. The event occurred during testing.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there was error code 46446" was not confirmed. Visual inspection found the downstream occlusion (dso) seal and lens were damaged. The event log/alarm history was reviewed and there are no errors related to the customer complaint. The probable cause was unknown. The dso and lens were replaced. The device and software were updated and calibrated for better operation and to avoid future errors. All tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.